Event description:
The device was explanted (B)(6) 2021. There are no plans to re-implant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced wound issues with development of a hematoma, and subsequent extrusion of the device through the skin. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.